Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for additional microbiological testing. In the test, the air/ water channel of the subject device tested positive for enterobacter cloacae (> 100 cfu /endoscope). The result of the additional microbiological testing by a third party laboratory didn¿t satisfy the (B)(6) guideline. After the microbiological testing at the third party laboratory, the evaluation of the subject device by (B)(4) confirmed that the channels and cylinders of the subject device were wear and tear.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. Olympus (B)(4) sent the subject device to olympus europa k.g (oekg) for deeper investigation. After the reprocessing at oekg, oekg sent the subject device to a third party laboratory for microbiological testing. The testing indicated no microbial growth for the subject device. After the microbiological testing at the third party laboratory, the evaluation of the subject device by oekg confirmed following defects. The universal code was extremely kinked. The rubber of the bending section and the angulation system were wear and tear. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing conducted by the user facility, the all channels of the subject device tested positive for micrococcus sp (2 cfu /100 ml) , staphylococcus coagulase negative (2 cfu /100 ml) and enterobacter cloacae complex (2 cfu /100 ml). There was no report of infection associated with this report.